Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product serial/lot number: (unknown) ; product type: (0195 - heart valves); implant date: not -implantable; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted medtronic surgical aortic valve, the transcatheter valve was successfully implanted. After implantation of the valve, a mean aortic valve gradient of 25 millimeters of mercury (mmhg) was identified. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was completed with a 24-millimeter (mm) non-medtronic (true) balloon. After completion of the post-implant bav, a 5 mmhg mean aortic valve gradient remained. The procedure was then completed, and the patient was discharged the next day.